Event description:
It was reported to philips that the device had a therapy capacitor issue. The device was not in use on a patient. A field service engineer (fse) was dispatched for device evaluation. The reported issue was confirmed and traced to a faulty therapy capacitor. Upon conclusion of the investigation, it was determined the issue was a malfunction of the therapy capacitor. There is no indication of a systemic problem.

Event description:
It was reported to philips that the device had a therapy capacitor issue. The device was not in use on a patient.